Event description:
Pt came in for routine ICD clinic visit. Upon interrogation of the ICD, they had 3 vf detections with aborted shocks. Noise was noted on all 3 stored ECG's, suggestive of ventricular lead malfunction. Pt was admitted underwent a ventricular lead placement. The malfunctioning lead (pacesetter) model no tvladx1559 was capped and a new ventricular lead was implanted without difficulty. The device and lead systems were checked the next day and were funcitoning within normal limits. The pt was discharged with no other sequalea.